Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket incision opened back up and it looked like there was an infection. The patient was prescribed antibiotics and underwent an explant procedure. The physician believed that the infection was not device related. The patient was reportedly doing well post operatively.